Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on carefusion blue screen. Customer has rebooted the station, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the care fusion blue screen. A technical support specialist (tss) found that the station application would not launch. The tss installed remote smart service 4.12, after which the station application launched with no issues. The system functioned after the technical support specialist troubleshoot the device.